Event description:
It was reported that sometime post port placement, the catheter allegedly cracked. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a DHR review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the sample was returned for evaluation, however, two electronic photos were provided for review.one powerport MRI isp attached to a catheter was returned for evaluation. Gross visual, microscopic and functional testing were performed. A longitudinal split was noted to the catheter approximately 4.4cm from the distal end of the cath-lock. Multiple punctures were observed on the port septum. The edge of the longitudinal split appeared cut. Therefore, the investigation is confirmed for alleged catheter fracture issue, as the port body with attached catheter segment was patent to infusion and aspiration with a leak noted at the split.one powerport MRI isp attached to a catheter was returned for evaluation. Gross visual, microscopic and functional testing were performed. A longitudinal split was noted to the catheter approximately 4.4cm from the distal end of the cath-lock. Multiple punctures were observed on the port septum. The edge of the longitudinal split appeared cut. Therefore, the investigation is confirmed for alleged catheter fracture issue, as the port body with attached catheter segment was patent to infusion and aspiration with a leak noted at the split. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport isp m.r.I implantable port products that are cleared in the us. The pro code and 510k number for the powerport isp m.r.I implantable port products is identified in d2 and g5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the device was not provided, therefore, a review of the device history records could not be performed. The device has been returned for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us, but is similar to the powerport isp m.r.I implantable port products that are cleared in the us. The pro code for the powerport isp m.r.I implantable port products is identified.

Event description:
It was reported that sometime post port placement in adult patient of yoga instructor, the catheter allegedly cracked. There was no reported patient injury.